Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t-wave oversensing. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.